Event description:
It was reported the device had reached the elective replacement indicator (eri). It was also reported the eri voltage was inconsistent with the actual battery voltage. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.